Manufacturer narrative:
Corrected data: manufacturing site for devices. An event regarding fracture involving a triathlon insert was reported. The event was confirmed. Method & results: -device evaluation and results: a material analysis has been performed. The report concluded: the insert fractured in overload. Burnishing, scratching, and third-body indentations were observed on the articulating surface, consistent with commonly-identified damage modes in uhmwpe inserts. No material or manufacturing defects were observed on the device features examined. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: excessive posterior tibial baseplate slope of 9°, relative varus position of the baseplate of 5°, excessive distal femoral bone resection with thin tibial bearing, twisting trauma as trigger event for clinical symptoms. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: clinician review of the records provided indicated: complex and multiple component malposition as related to baseplate malposition in varus and excessive posterior slope, varus deformity across the knee and excessive distal femoral bone resection with use of a thin cr bearing has contributed to progressive knee instability where a twisting trauma to the knee was the trigger event to bring clinical symptoms to the level of medical attention with revision surgery and liner exchange performed within 2-years of implantation. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The surgeon reported via the sales rep, that a female patient underwent a revision of the left knee on (B)(6) 2017 due to a fractured tibial insert size 39mm. It was further reported that the patient had experienced a twisting trauma to the knee approximately 2 months prior to the revision. It was further reported that the operation began as an exploratory endoscopy but was transferred to an open procedure when it was discovered that the insert had fractured. It was further reported that the insert was replaced with a size 3 11mm insert and that the primary operation took place on (B)(6) 2016.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The surgeon reported via the sales rep, that a female patient underwent a revision of the left knee on (B)(6) 2017 due to a fractured tibial insert size 39mm. It was further reported that the patient had experienced a twisting trauma to the knee approximately 2 months prior to the revision. It was further reported that the operation began as an exploratory endoscopy but was transferred to an open procedure when it was discovered that the insert had fractured. It was further reported that the insert was replaced with a size 3 11mm insert and that the primary operation took place on (B)(6) 2016.